Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was reproduced. An additional potential adverse event was noted where the image was noisy. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image freezing was likely due to failure of the printed circuit board. The noisy image was due to a failure of the video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video processor exhibited the image freezing. There were no reports of patient harm.